Event description:
It was reported that a transurethral needle ablation of the prostate procedure was unable to be started due to a prostiva device. The situation could not be resolved and there were no extra cartridges available. The procedure was aborted. The mdt rep confirmed that the procedure was rescheduled and completed. The patient is ok.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.